Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during the right ventricular lead implant procedure, the guidewire would not advance. The lead was no longer used and replaced. The patient was in stable condition.